Event description:
It was reported that the patient experienced peritonitis, manifested by cloudy effluent, coincident with peritoneal dialysis (pd) therapy. The patient sought medical assistance and the next day the effluent was clear. The patient was hospitalized for the reported event. The cause of peritonitis was reported to be due to the patient¿s incision site infection from the patient¿s kidney transplant. While hospitalized, the patient was treated with zyvox (dose, route and frequency were unknown). The patient had recovered from peritonitis. The pd therapy was ongoing. Additional information was requested and was not available at this time. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). The onset of peritonitis was originally reported to be on (B)(6) 2014, but was then later reported to be (B)(6) 2014. The patient was hospitalized on the (B)(6), but the onset of symptoms was reported to be back on (B)(6). A review of all batch record documents was performed for potentially associated lot number h13f07023 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).